Event description:
During an in clinic follow-up, diagnostic imaging revealed right atrial (ra) lead dislodgement. The physician alleged the dislodgement was due to the suture sleeve being too loose. The lead was explanted and replaced to resolve the event and the patient was in stable condition.